Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and confirmed that the problem was that the mx100 was connected via the intellivue instrument telemetry (iit) after the log-out from the network (leaving the ward), it did not connect again. A field service engineer (fse) went onsite and found that the mx100 did not receive an ip address if it connected to the iit telemetry network/control center for approximately 2 minutes (e.g. Patient leaves the monitored area). The fse updated the software of the mx100 from n.00.04 to n.00.06 and p.01.02 also, but the problem was not solved. The fse advised on a work around: mx100 must be switched off once and then switched on again to resolve the connection issue. The complaint was then escalated for technical investigation and the results indicate an issue with the radio board. The fse replaced the radio board to the old version, which seemed to reduce the issue. The product support engineer (pse) has advised that the issue has been reproduced in the lab. A possible fix will be investigated, but timing of implementation and final release of a solution is unclear at this time. The cause of the reported problem was the radio board. The reported problem was confirmed. After replacing the radio board, the issue has been reduced.

Event description:
The customer reported that the mx100 did not trigger an alarm during monitoring loss. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx100 did not trigger an alarm during monitoring loss. It is unknown if the device was in use at time of event, and there was no adverse event reported.